Event description:
The following was reported to gore: on (B)(6) 3025, a patient with a non-ruptured aneurysm underwent a thoracoabdominal aneurysm procedure. A gore® excluder® thoracoabdominal branch endoprosthesis (tambe) was implanted in this procedure. Gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) devices were implanted in the visceral arteries as branch devices. On (B)(6) 2025, the patient underwent a second procedure for aortoiliac bilateral iliac stenting. Iliac branch endoprosthesis were implanted. At this time, the angiogram confirmed right renal patency. On (B)(6) 2026, cta demonstrated occlusion of the right renal artery and kidney was atrophied.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. The IFU was reviewed and the following statement was found to be applicable: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: stenosis, thrombosis or occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.